Event description:
This is in regards to the roche modular p800 analyzer and its associated parts. From time to time, it is necessary to change reagent or sample probes. There is one sample probe and two reagent probes. All of these probes are slighty different and perform different tasks, but they look very much the same. If a tech removes one of these probes from the box, it was shipped in and discards the box, it is almost impossible to tell exactly what probe it is because there are absolutely no identifying numbers or words on any of them. I have complained to roche on several occasions, and explained that if I tried hard enough, I would be able to interchange probes. This would probably lead to multiple erroneous results. They claim that it's impossible but in the medical field, I have been practically everything. That aside, it just causes a great deal of confusion for the end user....for example, today we had to replace the sample probe and didn't even realize that we had on hand because the box it was in was labeled "reagent probe." Someone had hand-written it on the box, so the assumption was that it was a regent probe. When the service rep arrived, he more closely inspected it and determined it to be a sample probe. This meant that his trip to fix our problem was unnecessary. I see no reason why parts like these, which will be used by multiple different techs in a hosp, cannot have some sort of identifier permanently affixed to it.